Event description:
Procedure: lap gastric bypass. According to the reporter: while using the powered idriv ultra, the stapler, loaded with a 60mm black reload and peristrip, began to fire and then stopped. The surgeon waited a few seconds and tried to fire again. The stapler would not move forward. The surgeon tried one more time and it did not advance. When the surgeon removed the stapler it had fired staples and cut about 15mm of tissue. The surgeon fired adjacent to the staple line with a manual stapler and resected the 15mm of staple line. There was no unanticipated blood loss unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time.

Manufacturer narrative:
Tracking number: (B)(4).